Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hospital visit. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/2017. Alarms, notifications, and other messages 9 /page 93. Warnings: respond to hazard alarms as soon as possible. Pod hazard alarms indicate that insulin delivery has stopped. Failure to respond to a hazard alarm can result in hyperglycemia. If you need to return the pdm for replacement, contact your healthcare provider for instructions about using injections.

Event description:
It was reported that the patient received an communication error repeatedly and was not able to reset the omnipod personal diabetes manager (pdm). It was also reported that the patient just had surgery and was placed on an insulin drip. There were no further information if the surgery or hospital stay was related to diabetes or device related issue.